Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with inappropriate high voltage therapy. Review of the session records revealed that a possible premature ventricular contraction resulted in functional atrial undersensing. The patient¿s intrinsic rhythm accelerated to the tachy zone and therapy was delivered. This resulted in atrial fibrillation with rapid ventricular response and the patient further received multiple high voltage therapies. Programming changes to correctly diagnose svt were recommended.